Event description:
Customer reported the system is displaying an over frequency and communications failure error. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib coin battery and display adapter board and adjusted the 5v power supply. System operates as intended. (B) (4)